Manufacturer narrative:
The treatment was performed using a smaller spot size than recommended in the labeling, this resulted in a treatment that was too aggressive. In addition, post treatment care was not followed. Both conditions may have led to the wound. A device evaluation found the unit operating as intended and was working within specification.

Event description:
It was reported that a patient experienced an open wound on the base of the right finger following a tattoo removal using picosure.

Manufacturer narrative:
The treatment was performed using a smaller spot size than recommended in the labeling, this resulted in a treatment that was too aggressive. In addition, post treatment care was not followed. Both conditions may have led to the wound. A device evaluation found the unit operating as intended and was working within specification.

Event description:
It was reported that a patient experienced an open wound on the base of the right finger following a tattoo removal using picosure.